Manufacturer narrative:
Patient information is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Product investigation has not been completed; no conclusion could be drawn, as no product was received. A review of the device history records showed that there were no issues at the time of manufacturing of this device and it's sub components that would contribute to the complaint condition. No ncrs were generated during the production of this device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, the reported drill bits were used in a surgery for a distal radius fracture. During the surgery, two (2) drill bits broke during drilling. The surgeon used another drill bit and completed the surgery without any delay. However, he failed to remove the broken pieces, thus they were left in the patient. There was no adverse consequence to the patient. This complaint involves two (2) parts. This is 2 of 2 for (B)(4). This report is for one (1) drill bit.

Manufacturer narrative:
A device history record review was performed for the subject device: please note, this DHR review is for sterilization procedure only part number: 03.130.202s, synthes lot number: l546082, manufacturing location: (B)(4), supplier: (B)(4), manufacturing date: 29.aug.2017 expiry date: 01.aug.2027. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Non-sterile (B)(4). Manufacturing location: (B)(4), manufacturing date: 27.jul.2017. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.